Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4). According to the complainant, the patient was diagnosed with chronic pancreatitis in 1991. On (B)(6) 2010 a pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6) 2010 liver function tests were performed and recorded. On (B)(6) 2010 no baseline biliary symptoms were assessed. A sphincterotomy was performed prior to this procedure and the stricture had been previously dilated with one plastic stent. The previously placed plastic stent was removed prior to study stent placement. A sphincterotomy was not performed during the study stent placement procedure. On (B)(6) 2010, the 10 mm x 40 mm stent was deployed in satisfactory position across the stricture. During the stent placement procedure, the patient experienced right upper quadrant pain. The patient was treated medically as an inpatient. The event was considered resolved without residual effects on (B)(6) 2010. On (B)(6) 2010, the patient was discharged. The relationship between the event and the study stent placement was reported to be "possible", per the investigator. The investigator's reported device causality assessment was reported to be "related".

Manufacturer narrative:
Study: (B)(4). (B)(4) - medical intervention required. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.